Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the battery compartment is cracked and the battery compartment threads were stripped. The returned battery cap¿s threads are stripped. The cap was unable to tighten to the pump and it did not stick when it was inserted. The pump powers on and displays verify screen. The display lens was found to be scratched. The pump powers on and displays verify screen. (B)(6).